Event description:
Ems crew responded to a cardiac arrest victim, zoll m-series ECG/ defibrillator delivered first shock successfully. The second shock was not delivered and monitor displayed error message, "bridge test failed." No other shocks could be delivered. The crew worked on the pt for a total of 30 minutes and terminated resuscitative efforts after consulting physician at local hosp. It is unknown whether the device failure is directly attributable to the death of the pt.